Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the device smoked when it was plugged into the battery. There were no allegations of adverse consequences associated with this event.